Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Traces of moisture noted at the lcd board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going into the ocean with insulin pump. Customer reported that insulin pump was in a bad, but bag got water inside of it. Customer reported that as a result, all buttons were not responding. Customer's blood glucose was 102 mg/dl. Customer was advised that insulin pump would need to be replaced.